Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced hypoglycemia as well as hyperglycemia and sensor had inaccurate readings that triggered threshold suspend alarm. The customer¿s blood glucose was 230 mg/dl, 370 mg/dl, 400 mg/dl, 43 mg/dl and sensor glucose value was 120 mg/dl. Insulin delivery was not suspended due to sensor glucose and blood glucose. Customer did not receive a sensor updating alert. Customer did receive a calibration not accepted alert. Customer did receive a change sensor alert. The sensor will be returned for analysis and the insulin pump will not be returned for analysis.